Event description:
It was reported that the patient underwent a posterolateral fusion l4-l5 due to a prior failed fusion/pseudoarthrosis and stenosis. 8 ccs of rhbmp-2/acs were used, and hardware was removed. Estimated intraoperative blood loss was 1800 ccs, or time was 337 min, hospital stay was 264 hrs. 22 months post-op, the patient presented with moderate stenosis l4-s1. The patient returned to work 643 days post-op. The patient was last seen 21 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft granules, 30cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.